Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, as the sales rep in the room, I proceeded to get the indicated implant that was trialed initially in the patient which was radial head size 26mm +2 and radial stem size 7.5mm. I showed the nurse both wrapped boxes to confirm the sizes and then brought over to surgeon also to confirm before handing both the head and stem wrapped implant boxes to nurse to open onto the sterile field. Implantation went fine and it wasn't until the afternoon the day after (6/14) that our customer service rep advised that was implanted had a lot number correlating it to an expiration date of 3/31/2016. Patient status/impact: I went to surgeons office today ((B)(6)) to notify him.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.